Event description:
A report has been received from a hemodialysis user facility reporting the following event. The facility reported a suspected dialysis reaction. The facility has been contacted where it was learned the following: they could not pinpoint what she was allergic to, so they stopped medications and looked closely. They then changed the dialyzer. The symptoms reported for this event were an intense rash, hives, and severe itching. The pt was given a 25 mg dose intravenously of diphenhydramine for this event. The pt was able to complete this dialysis treatment and was then discharged to home when treatment was complete as prescribed. The pt however did return later to the unit to show the staff hives covering her back. The pt was advised to take zantac and claritin over the counter and was instructed to go to the ER if there was no improvement. The dialyzer has now been changed to an am 100. It was reported that she is now able to tolerate dialysis. The pt however does continue to experience some itching with use of new dialyzer but not as bad. It was reported that this pt requires diphenhydramine for every treatment even with a new dialyzer. It was also reported that the phosphorus level tends to run high. There is no sample available for an eval.